Manufacturer narrative:
The device was not returned for investigation and the lot number is unknown. The reported event was not related to device malfunction. Bleeding complications including retroperitoneal bleed are general complications which may be related to endovascular procedures or vascular closure.

Event description:
Following a diagnostic coronary access procedure, the vascade 6.7f device was selected for closure. Device was deployed without any issues, hemostasis was achieved and patient was discharged 3 hours later. Later that evening patient went to ER with nausea, fever and pain in groin. They held manual compression and brought him to surgery. Upon opening the groin the vascular surgeon found a large hematoma extended in the retroperitoneal space. Surgery corrected the issue. No further complications noted.